Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient received several inappropriate shocks and was immediately transferred to the hospital. Review of the episodes showed oversensing on the pace/sense channel. The lead was capped and a portion was returned.